Manufacturer narrative:
A united states customer contacted siemens customer care center to inform that quality controls were within the acceptable range and fluidics (acid, base, and wash 1) were on board the advia centaur xpt instrument. Siemens noted no hardware errors no issues with other tests and dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and services, including a wash manifold and guide replacement, and resolved the issue. Siemens evaluated the information provided and concluded that a faulty wash manifold caused discordant enhanced estradiol (ee2) results. The cse verified the performance of the instrument, and no further evaluation of the device was required.

Event description:
The customer obtained thirty (30) discordant enhanced estradiol (ee2) results on the advia centaur xpt instrument. The results were not reported to the physician(s). The customer used the same samples to perform repeat testing on an alternate advia centaur xpt instrument. The repeat results were not provided, and it is unknown if correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (ee2) results.